Event description:
The customer reported that the system was taking too long to boot up. The system was not booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cmos and ups batteries were replaced. The system was then found to be operating as intended.